Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photo submitted for evaluation. The reported issue was confirmed upon inspection of the photo. The probable cause of the kink is incorrect loading of the product into our packaging machines by manufacturing personnel. A device history record review showed no non-conformances associated with this issue during the production of the batches.

Event description:
It was reported that 111 bd q-syte tri-extension set 15 cm (6 in) 2.25 ml experienced kinked tubing. The following information was provided by the initial reporter: qsyte tri-extension - kink tubing, reduces flow rate of infusion- while giving infusion flow rate is slow due to kink tubing of the product.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0036706, medical device expiration date: 2023-01-31, device manufacture date: 2020-03-09. Medical device lot #: 8271983, medical device expiration date: 2021-09-30, device manufacture date: 2018-11-05. Medical device lot #: 8326682, medical device expiration date: 2021-10-31, device manufacture date: 2018-11-30. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 111 bd q-syte tri-extension set 15 cm (6 in) 2.25 ml experienced kinked tubing. The following information was provided by the initial reporter: qsyte tri-extension - kink tubing, reduces flow rate of infusion- while giving infusion flow rate is slow due to kink tubing of the product.